Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that, during patient use, the 840 ventilator went inoperative. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all testing.